Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that damaged material arrived at the distributor. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, confirm that the device presented a piece broken and stuck inside of the inner shaft. In addition, the device was not in its original packaging and the protective cap was missing. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. This device is four years old and it is a possibility that this failure occurred during handling or transportation. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device lot number:16n05, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the cordcutter device was damaged upon receipt at the distributor. During in-house engineering evaluation of the photos, it was determined that a broken piece of the device was stuck inside of the inner shaft. In addition, the device was not in its original packaging and its protective cap was missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will b filed as appropriate. Investigation summary: according to the information provided, it was reported that damaged material arrived at the distributor. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, confirm that the device presented a piece broken and stuck inside of the inner shaft. In addition, the device was not in its original packaging and the protective cap was missing. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. This device is four years old and it is a possibility that this failure occurred during handling or transportation. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:16n05, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that damaged material arrived at the distributor. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, confirm that the device presented a piece broken and stuck inside of the inner shaft. In addition, the device was not in its original packaging and the protective cap was missing. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. This device is four years old and it is a possibility that this failure occurred during handling or transportation. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:16n05, and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,according to the information provided, it was reported that damaged material arrived at the distributor. The device was received and evaluated. Visual observations reveals that the device has some marks of wear and use as usual on these type of reusable devices. No broken parts could be found. The handle was tried to open-close, however it was not possible due to the shaft is jammed. The inner shaft was removed for further review. It was found that the entire shaft is corroded due to a bad cleaning. The customer provided two photos, upon reviewing the photos, there is a little piece of black metal inside a plastic bag, this little piece is not part of the device assembly. A manufacturing record evaluation was performed for the finished device lot number:16n05, and no non-conformance were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection results, this complaint can be confirmed. The possible root cause can be attributed to lack of maintenance and cleaning. As stated on IFU 108484: clean instruments as soon as possible after use. If cleaning must be delayed, wet the instruments in a compatible liquid solution to prevent drying and encrustation of surgical soil. Avoid prolonged exposure to saline to minimize the chance of corrosion. Remove excessive soil with a disposable wipe. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.